Event description:
The pump was returned for sensor hardware failure (av encoder). Device was attached to a bracket and powered on, no alarms or errors occurred. A cassette was loaded on to the device and an infusion was run. A red pump alarm was observed when the vr coupler rotated during the infusion.

Event description:
The following has been reported: biomed reported: "pump problem red alarm. No patient harm or infusion stoppage reported." A preliminary review of the logs identified the following issue: sensor hardware failure .(av encoder) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.